Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned and analyzed.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance and noise for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that another low out of range shocking impedance was detected. This patient no longer has health insurance and has no plans to intervene at this point without it. The device system remains implanted. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that this device and right ventricular (rv) lead were removed from service due to muscle stimulation, oversensing and during defibrillation threshold (dft) test a shock was unable to be delivered through the device. An error code was noted and as a result the device was explanted and the lead was surgically abandoned. Both were successfully replaced without issue. To date, no additional adverse patient effects have been reported.